Event description:
Indication - morquio a mucopolysaccharidoses. Client's infusion nurse reports the tubing previously shipped was damaged (it had a hole in it) and is requesting for a replacement. Spontaneous call - no further info provided. Reported to (B)(6) by health professional.